Manufacturer narrative:
Additional patient's identifier reported as: (B)(6). This report is for an unknown 7.3mm cannulated screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Partial catalog number reported as: 209.0xx. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent hardware removal due to a broken 7.3mm cannulated screw and revised to 130-degree angled blade plate 4 holes/80mm/60mm. There were fragments generated from the broken device and was easily removed without additional intervention.the devices were explanted. The procedure was successfully completed with a one-minute surgical delay. The patient outcome is as planned. Concomitant devices reported: unknown washer (part# unknown, lot# unknown, quantity# unknown) unknown screws: 6.5 mm and 7.3 mm cannulated (part# unknown, lot# unknown, quantity# 2). This report is for one (1) unknown broken 7.3mm cannulated screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: the received photo and x-ray were reviewed, the broken cannulated screw can be confirmed on both pictures. Product was not returned and no article- and lot number was provided. Therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.